Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarms which was reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the eval, the downstream sensor current reading was out of spec (elevated readings) with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The device was calibrated to ensure accurate occlusion detection.